Event description:
In the article, "use of phakic icl implant as piggy back lens in post rk pseudophakic eyes: efficacy and safety." Phakic toric icl implants were used to correct the residual refractive error post cataract surgery in these eyes. Pigment dispersion was noted in 1 eye. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. The cause of the event was unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - pigment dispersion. H11: manufacture narrative: iris pigment dispersion is identified in the labeling as a known potential adverse event following icl implantation. A2- age at time of event, date of birth: unknown- during the packaging process, this field was required to be filled, so "0" was entered. Claim #:(B)(4).